Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer is failed and not able to be recovered. Tried multiple times to recover storage space. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half-height drawers 7-1 and 7-2, found the solenoid in drawer 7-1 frozen in the extended position and the pyxibus module control board failed. A field service engineer recovered drawer control board from the field and replaced along with the solenoid assembly and pyxibus module control board. After reinstalling the drawer and reconnecting all cables, the station was restarted. Initial testing showed partial detection of pockets, prompting further inspection. The retractor band was replaced due to wear, and all cable connections were reset. After rebooting, drawer 7-1 registered all pockets correctly. The customer successfully tested the drawer and completed inventory of multiple medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer is failed and not able to be recovered. Tried multiple times to recover storage space. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.